Event description:
Caller reported a malfunction on the pump with a specific malfunction code termed malf 5. There was no reported adverse impact to the customer's blood glucose level. The customer decided to use multiple daily injections as a backup insulin therapy while waiting for a replacement pump.